Event description:
It was reported that a hair was found.

Manufacturer narrative:
A photo was provided for evaluation. The failure mode of foreign matter (hair) was verified by this photo as it shows a hair trapped between the foam tip and the applicator handle. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Product record review has been completed for lot 0049753 and no non-conformances were noted during the manufacturing of this lot on feb 29, 2020 during packaging and assembly. This was the only complaint that has been received for the reported defect and lot. No further actions are required at this time. This failure mode will be tracked and trended.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that product was dirty/stained.